Event description:
Potential incidents; I have been an rn, bsn for 26 years, current and active license, and the user of the product. I was offered the libre free system of measuring blood sugar at the (B)(6) was assigned to provide assistance with insulin, devices, etc. I used the product after receiving instruction from the diabetes educator; however, I compared the results to actual fs (finger stick) results and never relied on the device because I thought the freestyle libre was not accurate enough. I continued this for just short of 3 months and then stopped due to the inaccuracy. Averages: libre, 23 < fs with max of 63 < fs, and max libre > fs of 10. I asked the pharmd assigned to me if the (B)(6) was collecting any results or if there was anyone to report my feedback results to and was told there wasn't anyone collecting info on the product; but, individuals were using the product for their medication administration, i.e., insulin or the primary care coordinator might change oral meds based on the results. Speaking with a rep from freestyle libre about possibly getting a new sensor (suggested by the diabetes educator if it seemed like something was not right), I asked if anyone in their organization was collecting feedback data from user or facilities, and was told, "no". Although this is from last year, you can see from my comments it section d4a that I tried but thought there was no one to report to until I saw reference to the FDA having some knowledge of questionable info on this product. I had wanted to send an excel worksheet where I tracked the specific data numbers, but see this site only accepts pictures. This and anything else I can provide to help is available on request. FDA safety report ID# (B)(4).